Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Following predilitation with a 2.0mmx15mm quantum apex balloon, a 2.25x28mm promus premier stent was advanced for treatment. However, it failed to cross the lesion and the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.